Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed via the submitted CT (computed tomography) imaging; however, a specific cause for the reported low flow alarms could not be conclusively determined through this investigation. The controller event log files contained events spanning from (B)(6) 2023 and (B)(6) 2023 to (B)(6) 2023. Transient low flow events were captured throughout the log files; however, these events did not persist long enough to trigger an alarm. It was noted that pulsatility index (pi) values were elevated during the low flows. The pump appeared to have been operating as intended at the fixed speed. The patient remained ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), until they expired (MFR # 2916596-2023-05290). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C contains the following information: section 1 explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 under "attaching the sealed outflow graft to the pump" contains instructions for the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 7 outlines system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook, rev. D, is currently available. Section 5 outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians, rev. C, contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers, rev. C, contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized for possible cholecystitis and as of (B)(6) 2023 the patient reported having had 2 low flow alarms within the last week. Interrogation noted that the data only went back to (B)(6) 2023 at 17:55 but that nothing was seen in the data. Nothing else concerning was noted by the healthcare providers and numbers were stable so log files were submitted for review. The log file captured momentary low flow events on (B)(6) 2023, and these events were brief and did not generate an alarm. These occurred at times when pulsatiliy index (pi) was elevated. On (B)(6) 2023 the patient presented from an outside hospital with a questionable outflow graft obstruction and additional log files were submitted for review. Log files captured mostly routine events but did note a low flow event on (B)(6) 2023 at 08:26 where the calculated flow was 2.4 lpm, but was not sustained long enough to trigger the audible alarm. No other unusual events were noted. A computed tomography (CT) scan was completed and results revealed what appeared to be an extrinsic outflow graft obstruction that appeared to be under the outflow graft bend relief. The patient's blood pressure was managed and their outflow graft was stented but as of (B)(6) 2023 was continuing to have multiple low flow alarms. On (B)(6) 2023 the patient's low flow alarm threshold was adjusted to 2.0 lpm and it was noted that the patient tolerated the controller exchange well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacture's investigation is completed.

Event description:
It was reported that the patient presented with a questionable outflow graft obstruction. Log file review found a low flow event on (B)(6) 2023 that was not sustained long enough to trigger the audible alarm. No other unusual events were noted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.